Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had chronic discomfort at the ipg site. The patient underwent explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient had chronic discomfort at the ipg site. The patient underwent explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The source of the complaint could not be verified as the ipg exhibited analog ic-u1 damage due to electrocautery use during the explant procedure. Prior to the procedure, the device appeared to be working normally. Sc-8216-70 (sn (B)(4)) device evaluation indicated that the lead passed photographic imaging test performed. The lead body was pulled and cut during the explant procedure. A pronounced kink was noted at about 10 centimeters away from the paddle, and two cables were exposed. Since the device had been damaged during the explant procedure, it is unable to determine the source of the reported anomaly.